Event description:
On (B)(6), 2012, 3m espe was informed about an mdi implant that broke at the crestal bone during insertion on (B)(6), 2012. The dental professional removed bone adjacent to the implant to remove the fractured portion. The dental professional's opinion regarding the cause of the implant fracture is that the pt had too dense of bone. The implant was replaced.

Manufacturer narrative:
Both pieces of the broken implant were returned to 3m espe for evaluation. The upper portion of the implant (which included the o-ball head and collar) showed evidence associated with excessive cantilever forces. The lower portion of the implant showed evidence of damage that may be consistent with the methods used for removal; no other information regarding the failure was obtained from this portion of the implant.